Event description:
A customer reported via webform they received a "replace sensor" message from the adc device and was therefore unable to obtain readings. The customer was able to be contacted and futher reported that they experienced symptoms of shaking and sweating. The customer obtained a glucose result of 2.4 mmol/l from an unspecified meter and received treatment of juice provided by mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.